Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was not released. There was no reported patient injury. The surgeon has many years of experience using the exoseal. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. An unknown cordis short sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was used in a treatment for lower extremity stenosis. The right femoral artery was punctured retrogradely and an unknown short cordis sheath was used. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd was securely locked with the vascular sheath introducer. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. After slow withdrawal of the device at a 30° angle to stop pulsatile flow, the device was slowly withdrawn for 1 cm. When the device indicator window changed color, the user pressed the plug deployment button. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. There were no issues with or damage to the deployment lever. The device was withdrawn for a few seconds, but the plug was not released. The sheath was not kinked/bent. Other procedural details were requested but were not provided. The device is being returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d10, g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was not released. There was no reported patient injury. The device was used in a treatment for lower extremity stenosis. The surgeon has many years of experience using the exoseal. The right femoral artery was punctured retrogradely and an unknown short cordis sheath was used. After slow withdrawal of the device at a 30° angle to stop pulsatile flow, the device was slowly withdrawn for 1 cm. When the device indicator window changed color, the user pressed the plug deployment button. The device was withdrawn for a few seconds, but the plug was not released. The device is being returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3 and h6 as reported, the plug of a 6f exoseal vascular closure device (vcd) was not released. It unknown if the plug was or was not in the delivery sheath, or it could have been lost or dropped during transportation. There was no reported patient injury. The surgeon has many years of experience using the exoseal. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. An unknown cordis short sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was used in a treatment for lower extremity stenosis. The right femoral artery was punctured retrogradely and an unknown short cordis sheath was used. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd was securely locked with the vascular sheath introducer. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. After slow withdrawal of the device at a 30° angle to stop pulsatile flow, the device was slowly withdrawn for 1 cm. When the device indicator window changed color, the user pressed the plug deployment button. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. There were no issues with or damage to the deployment lever. The device was withdrawn for a few seconds, but the plug was not released. The sheath was not kinked/bent. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device (6f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted in the unit. The indicator window was received in the black/white and red position. No additional anomalies were observed during this visual analysis. The functional deployment simulation could not be performed, as the unit was received already deployed. A dimensional analysis of the delivery shaft inner diameter was conducted. The measurement result was within specification. A high magnification evaluation was performed on the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device as it was received fully deployed and the plug was not returned. Dimensional analysis was within specification. The cause of the reported issue could not be determined, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was not released. It unknown if the plug was or was not in the delivery sheath, or it could have been lost or dropped during transportation. There was no reported patient injury. The surgeon has many years of experience using the exoseal. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. An unknown cordis short sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was used in a treatment for lower extremity stenosis. The right femoral artery was punctured retrogradely and an unknown short cordis sheath was used. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd was securely locked with the vascular sheath introducer. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. After slow withdrawal of the device at a 30° angle to stop pulsatile flow, the device was slowly withdrawn for 1 cm. When the device indicator window changed color, the user pressed the plug deployment button. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. There were no issues with or damage to the deployment lever. The device was withdrawn for a few seconds, but the plug was not released. The sheath was not kinked/bent. Other procedural details were requested but were not provided. The device is being returned for analysis.